Manufacturer narrative:
This device remains implanted, therefore technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device and right ventricular lead exhibited high, out of range shock impedance. Shock trend values normally at 110 ohms, with two out of range episodes in the last year, one at 137 ohms and one at 147 ohms. The physician performed lead integrity testing and confirmed no noise on the right ventricle channel or changes in measurements. All other measurements are within normal range. The device remains implanted. The physician advised he will monitor the patient closely through the home monitoring equipment.